Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records was completed for the rf assure console 200e and indicates that this serial number was released meeting all specifications as manufactured. The lot number of the concomitant blair-port wand was not provided. Therefore, a review of the device history records for this device could not be performed.

Event description:
The customer reported that the rf assure console detected an rfid tagged sponge when one was not present. All rfid tagged sponges were accounted for. An x-ray was performed to ensure a tagged sponge was not left in the patient. No patient injury occurred. The customer stated that the console was determined to be defective because there had been no other issues with the concomitant wand.